Manufacturer narrative:
Insulin pump trace download analysis confirmed the pump alarmed battery power loss alarm. The adapt indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed battery power loss alarm due to j6 connector resistance issue on pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicates the insulin pump requested customer replace the battery. The customer stated they have already replaced the battery cap. No harm to the customer requiring medical intervention reported. The insulin pump will be returned for analysis.